Event description:
Nasogastric tube currently used in the emergency department are very difficult to visualize on x-ray. A nasogastric tube was placed in a patient for gastrointestinal bleeding and placement was confirmed by auscultation and from the return of gastric contents but an x-ray did not demonstrate where that tube was placed. In the formal radiology reading the radiologist did not comment on the nasogastric tube because it was not radiographically visible.